Event description:
According to the reporter: the trocar was difficult to remove completely out of the of the patient when trying to remove the stapler from the patient.

Manufacturer narrative:
(B)(4).